Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with two 200 cc mentor smooth round moderate profile saline implants and experienced bilateral deflation post operatively. The diagnosis was confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right prosthesis.

Manufacturer narrative:
On 11/19/19, the suspected medical device was returned for evaluation. Mentor received additional information the date of explantation. The patient underwent explantation on (B)(6) 2019. On 11/25/19, mentor received additional information regarding the patient's symptom and the replacement devices. Bilateral calcification was visualized via mammogram performed on (B)(6) 2019. The patient underwent bilateral removal and replacement with two 200cc mentor smooth round moderate profile (catalog #: 3501625, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2019. The relevant fields have been updated. On 12/11/19, the investigation on the suspected medical device was completed. Investigation summary: the device was visually inspected, and it was found with no apparent damage. No anomalies were observed. Calcification and breast imaging calcification of a biomaterial occurs when calcium salts are deposited in the tissue capsule surrounding the implanted device. Calcification occurs in association with a wide variety of implanted prostheses, including breast implants, heart valves, vascular grafts, and soft contact lenses, as well as in the mature breast tissue of women that have not undergone breast surgery an investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer's reference number: (B)(4).